Event description:
It was reported that there was a sudden increase in bipolar impedance. Review of device data showed the impedance went from approximately 400 ohms to over 800 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a sudden increase in bipolar impedance. Review of device data showed the impedance went from approximately 400 ohms to over 800 ohms. If was further reported that the lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. Analysis results revealed no anomalies were found. Blood/body fluid was present on the proximal conductor (not obstructed). The distal conductor was distorted and fractured due to overstress. The inner insulation was pulled apart due to overstress. The outer insulation was breached cut and had a cosmetic depression. We also received performance data collected from the device and have analyzed the data. Analysis results revealed resistance/impedance increase. The right ventricular pace lead impedance trend rose from approximately 400 ohms around the week of (B)(6) 2010 to approximately 800 ohms around the week of (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.